Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the reportable malfunction (atrial undersensing ) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant medical products: product ID: 694758, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that while running for the trolley and was shocked twice and felt fatigued and the arrhythmia was terminated on the second shock. It was also noted that there was some atrial lead undersensing. It was later reported that the patient was deceased and died ten days later due to cardiopulmonary arrest.